Event description:
The customer contacted physio-control to report that their device would not power on during a daily test of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control performed an initial evaluation of the device but was unable to verify the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control¿s failure analysis downloaded the device memory and found an electronic patient record which verified that the reported power off occurred. The customer had originally reported that there was no patient use associated with the reported issue; however, the electronic patient record tells us otherwise (date of event (B)(6) 2013). There were no adverse effects to the patient reported as a result of the reported failure. According to the electronic patient record, power was restored after a minimal delay (10 seconds). Through extensive testing, physio was unable to duplicate the reported failure. The cause of the reported failure could not be determined. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use.